Event description:
The customer contacted therakos to report an alarm #7: blood leak (centrifuge chamber) and a drive tube leak/break that occurred with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. Less than approximately 1425 ml of whole blood had been processed. The ecp treatment was aborted, and residual blood was not returned to the patient. Metal shavings were noted in the bottom of the centrifuge chamber. The customer has discarded the kit but has returned photographs for evaluation. The patient has been reported to have been stable. No patient harm has been reported.

Manufacturer narrative:
The system was used for treatment. This case is reportable as an MDR due to the reportable malfunction alarm #7: blood leak (centrifuge chamber). Since this reportable malfunction is associated only with the kit, this MDR will be only against the kit. A batch record review for kit lot p328 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot p328 shows no trends. Trends were reviewed for complaint categories alarm #7: blood leak (centrifuge chamber) and drive tube leak/break. No trends were detected for these complaint categories. At the time of this report, the complaint investigation is still in process. A final report will be filed when the investigation is complete. (B)(4). (B)(6). (B)(6) 2026.